Manufacturer narrative:
Final analysis found the device was returned due to a damaged box. As received, the device was returned in its original packaging box. Visual inspection found the packaging was dented, which is consistent with damage during shipping or handling. Analysis performed on the device indicated the device had sustained physical damage and caused it to go into backup (bvvi) mode. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
This report is to advise of an event observed during analysis.